Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿

Event description:
It was reported that the customer experienced elevated blood glucose levels. The exact value was not provided. Also, it was noted that customer received an auto-off alarm. It was noted that the customer hung up the phone on tandem's technical support as they were upset and declined to troubleshoot.